Event description:
It was reported that the ilet bionic pancreas displayed a dosing stops soon alert while paired with a dexcom g7 continuous glucose monitor (cgm), and during troubleshooting for possible signal loss between the pump and sensor, glucose readings became available on the pump. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact on health or need for medical care. User support included remote troubleshooting and education focused on connectivity between the ilet pump and the dexcom g7 sensor. Investigation of this case revealed a transient communication interruption that resolved with restoration of sensor data to the pump, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent sensor-to-pump communication issue.